Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.